Event description:
In 2009, ans received medwatch user facility report. The form reported pt's scs stimulator was removed postoperative, due to infection. The intended procedure was lumbar spinal cord stimulation. Based on follow-up info received from the rep on 5/18/09, the implant date of the scs system was 3/19/2009. The system explant date and the date of the event was the month prior. Ans contacted the physician's office by telephone on 5/22/09. The physician's assistant stated info would be provided to ans the week of 5/25/09. Info has not been received. Ans contacted the physician's office by telephone on 6/1/09, and 6/3/09 requesting additional info. No further info has been received. A follow-up report will be submitted if additional info is received within the next 30 days.

Manufacturer narrative:
Eval - device history record and sterilization record were reviewed, no anomalies were found. Results - all records reviewed were found to meet specs. Conclusion - device not returned. The cause of the reported complaint could not be determined from the review of the DHR and sterilization record. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.